Manufacturer narrative:
H.6. Investigation: five photos were received and evaluated. One photo displayed the top view of a blister pack from batch 9190475 (p/n 309581). Two photos displayed a loose, unshielded cannula next to a loose 3ml syringe. Two photos displayed a 3ml syringe inside an opened blister pack with a loose, unshielded cannula next to it. No visual defects were observed in any of the photos received. The reported defect was not identified in the photos and no corrective actions are not required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd precisionglide¿ needle "popped off" the bd syringe luer-lok¿ tip and "flew across the room" when pushing air through the plunger. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I inject folic acid daily, and have done so for the past year, always using bd syringes and alcohol wipes. I always pull, then push air through the syringe. Today, when I did that, as I pushed the air the plunger, a needle popped right off, and flew across the room somewhere. I didn't see where it went. I searched and found it on the floor. I thought I was doing well with self injecting (I use it because I'm on methotrexate. My vision is affecting my ability to see things like syringes. I'm very disappointed with this incident. The needle could have gotten stuck in my leg. Looking through my 60 day supply, the lot numbers are all the same."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle "popped off" the bd syringe luer-lok¿ tip and "flew across the room" when pushing air through the plunger. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I inject folic acid daily, and have done so for the past year, always using bd syringes and alcohol wipes. I always pull, then push air through the syringe. Today, when I did that, as I pushed the air the plunger, a needle popped right off, and flew across the room somewhere. I didn't see where it went. I searched and found it on the floor. I thought I was doing well with self injecting (I use it because I'm on methotrexate.) My vision is affecting my ability to see things like syringes. I'm very disappointed with this incident. The needle could have gotten stuck in my leg. Looking through my 60 day supply, the lot numbers are all the same."